Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, in the morning customer woke up with blood glucose of 183 mg/dl and the device was off. The device never alerted it had a low battery. The device then alarmed unexpected restart and history pointers failed. Troubleshooting for the history pointers alarmed concluded the device passing the self-test. Troubleshooting for the unexpected restart and customer was advised the device needed to be replaced. Customer stated the device had other alarms that weren't stored in the device. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. And passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The test energizer battery was removed from the battery compartment and the pump was monitored for ten minutes. The pump power up properly after insertion of the battery and no unexpected insulin pump error alarms were noted. The insulin pump was monitored for two days and no unexpected powering off or battery errors/alarms noted. The insulin pump received with scratched case and pillowing keypad overlay.